Event description:
A pt underwent evar on (B)(6) 2013. The customer said there was an issue with retrieving topcap -believes the tapered dilator on the main body introducer caused issues with retrieval and wanted it registered. Additional info has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.